Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 100% stenosed lesion being treated was located in the moderately tortuous brachial vein. The 7.0x40/80 (4f) sterling balloon ruptured at 12 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is 'good'.